Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope could not connect to the ultrasound machine to produce an image. The issue occurred during an endoscopic ultrasound diagnostic (eus) diagnostic procedure while the device was inside the patient under sedation. It was completed using an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide lens has peeling glue a root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction was due to lose valve connector. Additionally, the most probable cause of the malfunction, light guide lens has peeling glue was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.